Event description:
It was reported that a lead safety switch (lss) was triggered on the pacemaker device due to a high out of range pace impedance measurement greater than 3000 ohms on this right ventricular (rv) lead. As a result of the lss, the pacemaker device automatically switched the rv lead from the bipolar to the unipolar configuration. It was noted that there was no capture in the bipolar configuration but the rv lead paces and senses well in the unipolar configuration. In addition, there was some noise observed on rv lead on the same day but just prior to the lss. There have been no episodes of noise recorded since that time. The physician has elected to continue to monitor the patient for now and will consider a lead replacement if there are changes to the lead measurements. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.